Manufacturer narrative:
On 10/1/2015 followup: customer reported switching to a fresh vial of insulin and bg issue resolved. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (320 mg/dl). Customer was able to lower bg level to 240 mg/dl by administering a manual injection. Customer changed out the cartridge, infusion tubing, and infusion site. Tandem technical support viewed pump history and recent basal and bolus deliveries were verified. Customer disconnected and performed a fill tubing and insulin droplets exited the infusion tubing. Customer indicated that bg levels would be monitored.